Event description:
It was reported by the customer that a pyxis medstation es system drawer was not recovered off the communication bus. A customer mentioned that they had to restore the half-height drawer twice recently, which could have caused a slight delay in the medication dispensing process. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that no drawers or pockets failed. A field service engineer shut down the machine and reseated the cables to resolve this issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshot the device.